Event description:
It was initially reported by agiliti that a bd alaris pump equipment incident with injury occurred, however it was later clarified by the clinician at the facility that there was no suspected device or tubing set malfunction. On (B)(6) 2021 a d10tpn (dextrose with total parenteral nutrition) infusion was started at 23:07 and later at 23:45 the neonate patient's blood glucose was high at 414 from 57 on admission. This occurred one day after the patient's date of birth. The bag was immediately sent for testing and the physician was notified. Pharmacy tested the refractive index of the tpn bag, and it resulted as to be expected for the product. The infusion of tpn d10 was changed to tpn d5, and the patient's blood glucose normalized after 7 hours. The patient stabilized and was discharged home. Order: tpn d10 (trophamine 3%, dextrose 10% with calcium gluconate 2.33meq and heparin 125 units) 250ml bag for 24hrs. The rate programmed was 8.4 ml/hr (as ordered). However, the volume to be infused (vtbi) programmed was only 8.4 ml ¿ should have been 250 ml. When asked if there was less fluid in the d10tpn bag than expected (overinfusion to the patient), the customer stated "no overfill." There were no other infusions running at the time of the event. The infusion was programmed using manual programming using guardrails drug library. Serial number on the IV bag was (B)(6). No alarms or error codes were documented nor any oral communication that the equipment alarmed or displayed error codes. The customer stated there was no volume discrepancy with the tpn bag, nor was any bd alaris product issue suspected. The patient's clinical team believes the cause of sudden hyperglycemic episode was due to the patient¿s unstable condition alone (diagnosis: twin gestation; respiratory distress syndrome; hyperglycemia; pneumonia; patent ductus arteriosus; persistent pulmonary hypertension; hypercalcemia). The customer requested an investigation of the bd products to confirm their belief that no product malfunction occurred.

Manufacturer narrative:
The customer¿s allegation of no device deficiency was confirmed. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed at 11:06 pm on (B)(6) 2021, the suspect device started a programmed infusion of starter tpn in d10 (drugid=213) at a rate of 8.4 ml/hr (vtbi= 8.4 ml). There were no obvious programming errors. The infusion was paused fifty-eight (58) minutes later and the device was channeled off. Pvi= 7.969 ml. Inspection of the devices showed no anomalies preventative maintenance showed the device was operating within specification testing showed the device was delivering fluids within specification. Inspection of the administration set showed no anomalies testing showed the administration set was within dimensional specification the devices were being used for treatment purposes. The customer¿s allegation of no device deficiency was confirmed. A review of the device history record showed the device had a manufacture date of 08/23/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source device lvp sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the source device lvp sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The infusion of tpn d10 was changed to tpn d5, and the patient's blood glucose normalized after 7 hours. The patient stabilized and was discharged home.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a d10tpn (dextrose with total parenteral nutrition) infusion was started and an hour later the nicu patient's blood glucose was high at 414 from 57 at admission. Serial number on the IV bag was (B)(4). The bag was immediately sent for testing and the physician was notified. No alarms or error codes were documented nor any oral communication that the equipment alarmed or displayed error codes. Although requested, further information was not provided.